Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3000 mcg/ml compounded baclofen at 1752.9 mcg/day, and 3.0 mg/ml bupivacaine at 1.7529 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient started to have multiple motor stalls and recoveries starting on (B)(6) 2019 where the last stall occurred on (B)(6) 2019 and didn't recover. The patient reported to the hcp office on (B)(6) 2019. The hcp did not believe the patient was having withdrawals. A dye study was done which was successful. The pump was replaced. It was noted that the issue was resolved at the time of the report and the patient's status was noted as "alive-no injury''. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.